Event description:
The user reported the catheter leaked when flushed with saline after placement. It was reported the physician had difficulty placing the catheter with the cuff implanter and may have damaged the catheter at that time. The device was exchanged without incident. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: one used suspect device was returned for evaluation. The user did not indicate if this was the initial use of the device. The evaluation in progress. A follow up report will be submitted when the evaluation has been completed.